Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was reusing insulin as well as not correctly performing the air removal process of the load procedure. Tandem technical support educated the customer on proper insulin labeling as well as the correct steps of the load procedure. Following a system check, the customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 351 mg/dl.

Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.